Event description:
Codan medlon,inc. 3325 north glenoaks blvd, burbank, ca 91504. The problem might have been due to the application of an excessive amount of solvent during assembly resulting in a blockage of the tubing. In response to report we will provide refresher training and notify the appropriate production personnel of the blockage, and continue to train and monitor assembly personnel for proper solvent application.